Event description:
It was reported that during follow up, the device exhibited far p wave oversensing in a nonsustained lead noise episodes. The device remained implanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
New information received notes that the device was reprogrammed to address the initial far p-wave oversensing. However, episodes of far p-wave oversensing recurred. Further programming changes were recommended; device remains implanted.